Event description:
The complainant had a 5.5 pump being used to support a patient admitted in with a cardiac history and having a bentall procedure. The pump was placed but lost reliable placement signal (ps). The pump remained on for support despite the lost ps. The pump was eventually weaned and explanted, and no patient harm has been reported.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. The root cause for the psnr alarm due to oscillating contrast was most likely due to the defective lamp. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.